Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer failed. The field service engineer (fse) reinstalled the latest printer version, cleared the print queue, removed extra printers, and verified all printer settings to restore normal operation. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es label printer was not printing properly, producing prints that were too light and failing to cut labels at the correct position. Additionally, long labels were generated with no information on them. However, there were no delays, adverse events or injuries reported based on this event.